Manufacturer narrative:
No button error alarm noted. Insulin pump had no button response due to corroded keypad traces. No audio/beep anomaly noted during testing. Insulin pump had a cracked case at display window corner.

Event description:
It was reported that the buttons on the insulin pump are unresponsive. Customer's blood glucose level at the time 89mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.